Event description:
Initial reporter alleges that the patient oxygen levels dropped from 90% to 40%. Emergency services were called to the aged care facility. They administered bottled oxygen which brought the patient's oxygen levels back to normal.